Event description:
It was reported that during a bowel procedure with side to side anastomosis and reversal of colostomy, the device misfired three time when trying to perform colon anastomosis. The case was completed by resewing the "otomy and using a different device.